Event description:
Caller reported the aviva system gave a blood glucose result 131 mg/dl at a time when the customer had symptoms of hypoglycemia. Customer's friend called paramedics. Paramedic system result 20 minutes later was 35 mg/dl. Paramedics gave her glucose gel, left when her blood glucose was 113 mg/dl. A request was made for the return of the meter and strips, replacement sent.